Event description:
It was initially reported that the patient missed a refill on (B)(6) 2013 due to being out of town. The patient had not yet heard an alarm and was planning to contact the health care provider (hcp) when returning to home. The patient was unsure of when to expect the low reservoir alarm. The pump device was used to deliver sufentanil. Additional information later received reported that the patient was later refilled on (B)(6) 2013, and was later admitted to the hospital on (B)(6) 2013 when developing symptoms. Per the health care provider (hcp)¿s hospital notes, the patient was admitted to the hospital with increased back pain, headache, pain and fever. The pain was in the bilateral lower extremities. The patient noted ¿doing fine¿ prior to the refill, and that during the refill there was no adjustment in dosage or medication, only a refill. The patient woke up the day following the refill with increased pain as well as a generalized feeling of malaise and fatigue. The patient almost felt overmedicated per the hcp. It was noted that the patient did have a history of cellulitis and was positive for a urinary tract infection (uti), as urinalysis was positive for leukocyte esterase. Blood cultures were drawn at the time of hospitalization and were pending. The hcp noted the patient had some swelling and erythema noted to the bilateral lower extremities as well, and was complaining of nausea. The patient was discussed with the pump managing hcp. The pump was interrogated and appeared to be intact, without any volume discrepancies, as the expected residual volume (erv) and actual residual volume (arv) were 19.6ml. The hcp further indicated that there was no sign of infection and no erythema at the pump site. The patient was to be given oral and intravenous (IV) pain medications for breakthrough pain and was started on an antibiotic. The pump continued to deliver bupivicaine and sufentanil. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n138480, implanted: (B)(6) 2008. Product type: accessory: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).